Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: section c. Correction: h6 - device code. Investigation ¿ evaluation: the complainant, (B)(6) located in australia, informed cook on (B)(6) 2020 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg with rpn zsle-16-56-zt from lot 4889016. A male patient, diagnosed with an aortic abdominal aneurysm, an iliac aneurysm, and hypothyroidism, underwent an endovascular aortic repair (evar) procedure in 2014 at an unknown facility. Cook devices were implanted, including a main body graft, two iliac leg grafts, and a branched iliac leg graft. The patient was not prescribed anti-platelet therapy before or after the initial procedure in 2014. At some point after the initial procedure, it was reported that patient had claudication. He was admitted to the hospital in (B)(6) 2020. An occlusion was reported to have occurred in the bridging limb between the main body and iliac branch graft. The clot was removed, and the bridging limb graft was relined. The patient remains clinically well. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control and specifications, as well as a review of imaging of the device provided, were conducted during the investigation. The complaint device was not returned for evaluation; however, imaging was provided and sent for expert review. Image review found that thrombus formation was observed within the right zsle leg graft. Thrombus formation was also observed within the distal zalb main body graft. The image reviewer noted that both leg grafts were positioned with their proximal edges 15 mm above the main body graft flow divider and that the resulting ¿dead-space¿ in the main body graft was filled with thrombus. This overlap above the flow divider is more than the amount recommended in the IFU. Additionally, the image reviewer observed an acute angulation of the graft by 65 degrees with a minimum diameter of 8.6 mm x 9.7 mm. This angulation and narrowing may have contributed to the thrombus formation also, but it does not fall below the minimum recommended iliac artery diameter stated in the IFU. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that that the affected product is safe and effective for its intended use. A review of the device history record found no related nonconformances or additional complaints associated with this device lot. It should be noted that these devices are distributed via one-device lots. There is no evidence to suggest there is any non-conforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions. 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm; claudication (e.g., buttock, lower limb); embolization (micro and macro) with transient or permanent ischemia or infarction; endoprosthesis: occlusion; graft or native vessel occlusion; renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). 8 patient counseling information: physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: anatomical requirements: iliofemoral access size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1 zenith spiral-z aaa iliac leg system. 11.1.4 contralateral iliac leg placement and deployment. 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Based on the information provided, inspection of the imaging provided, and the results of the investigation, a definitive cause for claudication was traced to patient anatomy as well as the user's failure to follow device placement instructions outlined in the product IFU. Additionally, occlusion is a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown but the leg grafts implanted into the patient were: zsle-16-56-zt (lot 4889016) and zsle-24-74-zt (lot 4820845). Implant date: devices were implanted in 2014. Concomitant products: aortic accessories, sheaths, catheters and wires used during the procedure. Grafts implanted into the patient were: main body: zalb-26-84 (lot 49376997). Limb: zsle-16-56-zt (lot 4889016). Limb: zsle-24-74-zt (lot 4820845). Ibd: zbis-12-61-41 (lot a938222). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg had occluded in a patient and had to be relined in a secondary procedure. A male patient underwent an evar and iliac repair procedure in 2014 in which a zenith low profile aaa endovascular graft main body, 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs, and a zenith branch endovascular graft iliac bifurcation device were implanted. The physician reported that the "bridging limb between the main body and ibd (iliac branched device) grafts" had occluded. The patient underwent an additional procedure in (B)(6) 2020 in which the clot was removed and the "bridging limb graft" was successfully relined. The patient remains "clinically well" and the initially deployed grafts remain implanted in the patient. The patient has a history of hypothyroidism and is on thyroxine, however was not placed on any anti-placement agents before or after the initial evar/ibd procedure in 2014.